Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the product was received in the product analysis lab on 27-aug-2025. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot (31487814) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the stent was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31487814) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x) from the same lot number (31487814). The same stent was used with the replacement microcatheter, and the same issue was encountered; the stent was impeded in the distal end of the second 150cm x 5cm prowler select plus microcatheter. The physician removed the stent and the replacement microcatheter and replaced the microcatheter again; the third microcatheter was used with the same original stent and the procedure was successfully completed. On 21-aug-2025, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). An enterprise stent (catalog / lot number not provided) was used during the procedure. Continuous flush was maintained through both prowler select plus microcatheters. Nothing was noted to be obstructing the microcatheters. The information confirmed there was no delay in the procedure. Based on the additional information received on 21-aug-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. A kink was observed at approximately 86.5 cm from distal tip. Dried blood residue is visible in hub. No other damage or anomalies were observed. The microcatheter was flushed using a lab sample syringe. Dried blood residues were flushed out the distal end. After flushing, a sample guidewire was introduced into the microcatheter, and it was able to be advance through the entire length of the microcatheter. Some resistance was felt at the point of the kink, but it was overcome without excessive force. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The concomitant enterprise stent system not returned for analysis, but the sample guidewire was able to pass through the entire length of the microcatheter without significant resistance. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The kinked condition was not part of the original complaint report and is therefore suspected to be the result of device handling post procedure for product return. There is no indication that the kink and the reported obstruction are suspected to be linked. A review of manufacturing documentation associated with this lot (31487814) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.